Event description:
Customer was hospitalized for high blood glucose and dka. Customer stated that their physician has requested to have the pump replaced. Troubleshooting was performed and pump appeared to be operating normally. Instructed customer to disconnect and return pump.